Event description:
Pt underwent radial head replacement procedure 2006. Pt had persistent contracture with loss of flexion. Underwent radial head implant revision in 207. Screw set was noted to be loose with metal on metal wear.